Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to detect drawer 3 on the bus. The field service engineer (fse) reseated the connection between the row board cable and the drawer control printed circuit board (pcb). The device was tested using the hardware test application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detecting on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.